Event description:
It was reported that bd maxzero extension set was separated the following information was received by the initial reporter with the following verbatim. I wanted to share some concerns that have been raised by anesthesia and pre-op staff regarding issues with bd IV tubing. Last night, xxxx from the anesthesia team had to replace IV tubing during a case because it broke at a connection port. She mentioned this is not an isolated incident and that they have experienced other instances of the tubing leaking or breaking.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mzxt9001 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.